Manufacturer narrative:
Continued health effect - impact code 4: f2203. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side "current allergan devices were replacing other devices that have seroma event term code". Manufacturer is unknown. Left side. The device has been explanted and replaced.